Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 7.1 and 7.2 were not detected on the bus. A field service engineer (fse) removed the stations back panel and discovered that the pyxibus cable had become disconnected from the pyxibus module control board. The connection was reset, and the station was powered up. The drawer then indicated power to all boards, and the back panel was reinstalled. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 5a drawer was not communicating. The customer performed both a soft and hard reboot and also unplugged the machine; however, the entire drawer remained failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.